Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction of the left monitor could not be verified. Software settings for the left monitor were confirmed to be correct. The ac cable was reterminated so that there were no exposed wires. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had exposed ac wires creating a serious shock hazard. It was further reported that the left monitor had a "frequency error". There was no adverse patient involvement reported. There was no patient info reported.